Event description:
Stent dislodged from catheter.

Manufacturer narrative:
The stent was loose on the balloon and shifted distally on to the balloon cone. There was a bend in the shaft under the balloon of 20 degrees and was located approx 2.0mm from the proximal ro marker band. The stent was slightly flared on both ends from movement on to the balloon cones. The diameter of the stent in the center of the undeployed stent was 2.4mm. This diameter is the diameter of a properly crimped stent. The stent had a rather large twist to it that is not indicative of the product as packaged. The twisting of the stent was located in the distal segment of the stent. It is unclear as to how this twist may have occurred based on the limited details provided. The balloon of the device was in its original crimped position and there are no signs of inflation media in the balloon. The catheter system was inspected to verify that the product was properly crimped during mfg. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. When the device was examined the crimp marks were visible which indicates that the stent was properly crimped onto the balloon. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.